Event description:
It was reported that while using nexiva dual port with q-syte obturator cap was defective and not used due to visual anomaly. The following information was provided by the initial reporter, translated from french to english: nexiva catheter 20g ref (B)(4). Lot 1243102 dlu 31-8-24. Obturator cap declared defective and not used due to visual anomaly. Another catheter was opened to recover an obturator. The packaging and the stopper are available.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 13-jun-2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte component in an open package for evaluation. Upon visual inspection of the component, damage to the q-syte was found. Microscopic imaging was performed for better image quality and the top disk was found to be partially pushed in. According to the report, the defect was found before use and because adhesive could not be observed on the top body nor signs of usage, it is unlikely that the defect occurred in the user environment. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to low bond strength (or insufficient adhesive). Operator-controlled checks for bond strength and septum damage are performed to mitigate the risk from this type of defect. Preventative maintenance (pm) is performed to ensure tooling is replaced per the quality plan and the equipment is functioning properly. Pm records were verified to be up to date during the production of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using nexiva dual port with q-syte obturator cap was defective and not used due to visual anomaly. The following information was provided by the initial reporter, translated from french to english: nexiva catheter 20g ref (B)(4). Lot 1243102 dlu 31-8-24. Obturator cap declared defective and not used due to visual anomaly. Another catheter was opened to recover an obturator. The packaging and the stopper are available.